Event description:
Caller indicated the assure 4 meter was reading high. Pt was admitted to heritage wing 62 on assure 4 at 09:15 am, the pt was having changing level of consciousness and was given orange juice. Approx 5-10 minutes later, the paramedics arrived and administered a blood glucose test and received a reading of "lo". A hospital lab draw gave a reading of 20.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within spec. Retention samples of the same lot of test strips involved in the incident were also tested and performed to spec.